Event description:
The pt's previous implantable neurostimulator dehisced and was replaced (see mfg. Report # 3004209178-2009-06692). The replacement device dehisced and was removed due to infection. The leads were left implanted. The pt was hospitalized. A culture was taken (results not reported). The pt had an ongoing infection with symptoms at the implantable neurostimulator and lead locations. The pt was at home at the time of the report. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.